Event description:
It was reported that the device was found to be in backup vvi mode, with the device defibrillation therapy disabled. The device was explanted.

Manufacturer narrative:
No medwatch form was received.